Event description:
It was reported that during a surgical procedure at the user facility, the device was running without user activation. The procedure was completed with the same device without delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the motor was found to be damaged, which is probable cause of the device running without user activation. In addition, the device was also reported to have caused a bias current error to be displayed on the console, during the device evaluation. This signals that a condition occurred in which the device has the potential to run without user activation. The damage found on the motor is also a probable cause of the bias current error.